Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a pin hole made with suture needle during the initial implant surgery. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient fully recovered.